Manufacturer narrative:
Philips investigated this complaint. According to the information collected, it is unknown if the system was in clinical use or not. Patient and the procedure outcome are unknown due to insufficient information. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. A philips field service engineer (fse) visited the site and found that the flexvision monitor was not reachable by the host-pc. The fse replaced the flexvision monitor. Analysis of the log file confirmed an issue with the flexvision monitor. After the replacement of the flexvision monitor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision monitor in the exam room was not working. No harm has been reported to philips. A philips field service engineer (fse) inspected the system and replaced the flexvision monitor which returned the device to use in good working order.